Event description:
It was reported the patient experienced a stiff neck, garbled speech, and a fall two days ago. The patient's elbow was hurt. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2007. Product type: implantable neurostimulator: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# l78302, implanted: (B)(6) 2000. Product type: lead: product ID 3387-40, lot# j0222877v, implanted: (B)(6) 2002. Product type: lead. (B)(4).